Event description:
It was reported that the product has black particles in it. The device was not in contact with the patient. There was no patient injury/death. The clinician reported the product was stored per labeled instructions and all the seals were intact prior to attempted use.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.